Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater than 600 mg/dl), 185 mg/dl, and 213 mg/dl. Customer took novolin "nph" after obtaining the reported results. No adverse event reported. Requested return of suspect device and replacement was sent.